Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was verified and attributed to a defective monitor board. The monitor board was replaced to remedy the report.the device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.